Event description:
Case report from (B)(6) reported as: "the relay plus (28m3825038259ou) implanted to aneurysm of the descending aorta (zone 4) on (B)(6) 2013 and after about one month late the pt passed away. According tot he doctor's comment, the death had been caused by an acute aortic dissection type a to ascending aorta. The dissection is suspected to be due to a relay bare stent but the cause has not been determined since the pt had originally developed annul aortic ectasia."